Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an e217 communication error during inspection for use involving a gastrointestinal videoscope. There was no patient injury reported.